Manufacturer narrative:
It should be noted that MRI exposure is contraindicated when the pump contains drug solution. (B)(4).

Event description:
On (B)(6), 2015, the patient went through an MRI scan. Prior to the MRI scan, the drug was not removed from the pump as required by the instructions for use (IFU). After the MRI scan, the patient began to experience symptoms of over sedation and was admitted to the hospital. On (B)(6), 2015, the pump was refilled with medication and the pump therapy was continued. The patient regained consciousness and was extubated on (B)(6), 2015.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that the pump therapy has since continued without additional issues and the patient is doing well.